Event description:
It was reported that(1) dh105 and (1) hp052 were used during a tonsillectomy procedure. It was reported by the rep the device was being used for the first time in this hospital. The system functioned for the first half of the tonsil and then locked up. Trouble shooting did not correct the problem. A new dh105 was opened and the procedure was completed with no further incident. There was extended or time by five minutes.